Event description:
It was reported the band was removed due to leakage and replaced with a competitor's band. During the second procedure hemorrhaging occurred. The case was converted to and open procedure to control the bleeding. The pt was placed on life support after the procedure. The pt is stable now. Three attempts have been made to gather additional info about the event.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.